Event description:
The patient was revised because of osteolysis, poly wear of the liner and loosening of the femoral stem.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation is unable to draw any conclusions about the report of loosening. It would not however be unreasonable to expect some degree of poly material wear after approximately 10.5 years of implantation. Based on the investigation, the need for corrective actions is not indicated.